Manufacturer narrative:
One device was returned for repair with complaint of error 46011. This device has not been in for service within the review period. The event history logs were erased when the coin battery failed. No error codes were present. Visual/functional testing was performed. Error 46011 was not duplicated. However, the device displayed the message "pump settings and patient data lost" which indicated the internal battery had been depleted. The cause was the printed wiring assembly (pwa) board. The pwa board was replaced. The device passed all functional tests after the repair.

Event description:
It was reported that the device exhibited error 46011. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.